Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed battery power loss alarm due to connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarms. Troubleshooting was not performed. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returning for analysis.